Event description:
As reported, the customer reported an air leak in a 8cc angiographic syringe at the location of the rotating male adaptor. There was no air injection or pt injury. The used device has been returned for evaluation.

Manufacturer narrative:
The device history records for the reported syringe lot were reviewed and no quality related issues or manufacturing related deficiencies were noted at the time of manufacture or at incoming inspection. No previous complaints have been received on the reported lot. Visual inspection, under magnification, of the returned sample did not reveal any damage or defects to the rotating adaptor or syringe body. When tested for air leakage, per our specifications, the device passed/ did not leak. This complaint could not be confirmed as the reported failure could not be duplicated when testing the returned sample. The reported event is not occurring more frequently or with greater severity than is usual for the device.